Manufacturer narrative:
(B)(4); the complaint product was not received for analysis. Per visual analysis of the received pictures it was noticed that filter appears to be fractured. No other issues were found on the received pictures.  A review of the manufacturing documentation associated with lot 15964751 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The complaint reported by the customer ¿filter - fractured-separated - in patient¿ was confirmed since it was observed from the received pictures that filter was fractured. However, since the complaint product was not received for analysis, the exact cause of the fractured observed from the received pictures could not be conclusively determined during the picture analysis. Neither the visual analysis of the received picture nor the DHR review results suggest that this condition is related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. The complaint reported by the customer ¿filter migration - embolization-cranial¿ could not be confirmed due to nature of the complaint. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. Clarification is pending and additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The patient presented at a secondary facility where the trapease was removed.  The filter was mainly in the right ventricle with some of its prongs endothelized and scarred down on the ventricular spectrum and mainly the anterior leaflet of the tricuspid valve.  Pre-cardiopulmonary bypass transesophageal echocardiogram showed severe tricuspid regurgitation with greater than 4cm annulus, post-cardiopulmonary transesophageal echocardiogram post tricuspid valve replacement showed no tricuspid regurgitation.  The ivc filter was removed from the heart in its totality.  Subsequent follow up visits indicated the patient was having shortness of breath and hypothyroidism was also determined.  Images provided were not clear. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Prior reports were filed under manufacturing report number  9616099- 2016-00331.  However, the complaint handling database used to submit the report is no longer available.  Therefore, no further reports will be forthcoming under the previous report number. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal notice regarding (B)(4) vs. Cordis, following the death of the patient implanted with a trapease vena cava filter, it was removed by a pathologist. The notification from the pathologist to the plaintiff's attorney was received of a procedure involving removal of a foreign object in the right ventricle repair tricuspid. The report states"received fresh and additionally designated as "foreign body" are three pieces of metal wires, the largest of which has an incomplete umbrella (ike configuration with two pointed ends, measuring 5 cm in height x 3 cm in central diameter. The second fragment has one branched wire and is 5 cm in length and seems to be part of the first portion of the specimen. The third portion is a single small wire, 1.5 cm in length. At the request of the surgeon, the specimen will be returned to the o.r. Who will return to the manufacturer." Additional information was received that the device was implanted on (B)(6) 2014. After implantation, the ivc filter fractured and the fractured pieces/the entire device migrated to the other parts of the patient's body, including the heart. On (B)(6) 2016, the portions of the filter were surgically removed from the heart. On or about (B)(6) 2016, the patient died from complications related to the filter including cardiac arrest and acute pulmonary edema. Imaged were provided by the plaintiff which are being evaluated. Subsequent details were obtained from medical records. The patient had a motorcycle accident resulting in multiple rib fractures, multiple pulmonary contusions and was in respiratory failure. He had placement of a vena cava filter as a prophylactics for pulmonary embolism. Vena cava measured 4.5cm below the renal veins. An ivc trapease was deployed adequately and straight into the inferior vena cava. The patient subsequently developed renal failure and since then had been on peritoneal dialysis but a perm-a-cath was going to be placed for hemodialysis. During the procedure, on fluoroscopy, he was found to have what looked like the ivc lodged in the right atrium, into the right ventricle. The procedure was aborted. A cat scan of the chest showed a metal object mostly in the right ventricle. A transthoracic echocardiogram was done showing a metal echogenicity noted in the right atrium, which was thought to be the displaced filter. His ejection fraction was 60-65%. He was found to have moderate tricuspid regurgitation. No pericardial effusions were noted. The patient had been hemodynamically stable and was transferred to another hospital for further evaluation and treatment. The plan was to emergently remove the object. Prior to the procedure, it was noted that the trapease mainly in the right ventricle with some of its prongs endotheliaialized and scarred down on the ventricular septum and mainly the anterior leaflet of the tricuspid valve.